Manufacturer narrative:
Concomitant medical product: 6947-58 lead implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedance in the rv coil. The lead was suspect of a fracture. The lead was capped and a new lead was implanted. It was further reported that the right atrial (ra) lead had oversensing. The lead was suspect of a fracture. The lead was capped and was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.